Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced bleeding and was hospitalized. The biopsied lesion was 2.4 cm and located in the right upper lobe, 3 cm from the pleura. The biopsies obtained with each biopsy tool included 5 passes with 19g needle and 5 passes with forceps. The patient was taking daily aspirin/acetylsalicylic acid (asa) 81 mg (continued) and 3 days prior to the biopsy procedure stopped taking the anticoagulant apixaban. The procedure was completed as normal with no issues or malfunctions. After the ion procedure, the physician undocked the robot and went to put a regular bronchoscope in patient before the endobronchial ultrasound (ebus) and then observed some bleeding in patient. It was unknown what vessel the bleeding was observed. The physician cleaned the lungs with cold saline, turned the patient on the side, and got the bleeding under control. The patient was moved back to a supine position. In total, the estimated blood loss of patient was around 30 ml. The physician believed that bleeding could have occurred via another biopsy modality. The patient was confirmed to be in stable condition but was admitted to the hospital for a total of 3 days due to the bleed. The patient was discharged home on oxygen.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs for the event date were not available for review.